Event description:
It was reported that during a da vinci-assisted distal gastrectomy surgical procedure, customer reported that a c-ring fell off from the instrument during use and was likely from one of the two maryland instruments on arm 3 or the vessel sealer. When the instrument was removed, the c-ring was found attached to the sterile adapter side of the drape which had a small part, approximately 5mm in size. The customer is to send a photo to fe. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: customer stated that the damage was observed on the instrument housing. The instrument was attached to the sterile adapter when the forceps were removed from the arm, indicating that the damage appeared to be located at the housing site. No material was detached or missing from the portion of the device that enters the patient¿s body, and the incident did not involve any fragment falling inside the patient anatomy. Additionally, three instruments were identified in the event, including two maryland bipolar forceps and one vessel sealer, and the customer confirmed that all three instruments will be returned.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the maryland bipolar forceps instrument involved with this complaint to perform failure analysis; however, the evaluation is not yet complete.